Event description:
An ultraflex covered ng esophageal stent was used in stent placement procedure on an female patient in 2008. According to the complainant, while releasing the stent, the stent appeared to resemble a "helix. An x-ray picture showed a complete twisting of the whole stent. To correct the twisting, the stent was pulled in the proximal direction. The distal area of the tumor was then out of the stent by approximately 1cm." The physician attempted to extract the stent, but "the proximal thread ripped." However, the physician was able to fully expand the stent using forceps (device and manufacturer unk). The patient remained hospitalized and a second stent (device and manufacturer unk) was placed two days later "into the first stent and opened the distal part of the stenosis." At the conclusion of the procedure, the patient's condition was reported as "okay."

Manufacturer narrative:
The device remains implanted; therefore, a device evaluation cannot be performed. The relationship between the device and the reported event is undetermined. A search of the complaint database revealed that no additional complaints have been reported for the lot. The february 2008 15-month ultraflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.